Event description:
It was reported that the patient was fatigue from a slow heart rate. The right ventricular (rv) lead had dislodged from the original implant position. The lead had increased threshold and was high. The lead was found to have no capture. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).